Manufacturer narrative:
A customer from outside the united states reported observation of depressed atellica im 1600 ca 19-9 results which were discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Under limitations, the IFU states the following: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens is investigating.

Event description:
The customer reports observation of depressed atellica im 1600 ca 19-9 results for three patients, which were discordant relative to repeat testing. The customer experienced ca 19-9 assay calibration failure on (B)(6) 2022. Results produced since last successful calibration were reviewed, and it was found that some patient results produced on (B)(6) 2022 were discordant relative to repeat testing. Quality control (qc) results were out of range on this day, as well. Three patient results were identified as discordant, with depressed results observed on (B)(6) 2022, and higher results (>30% difference) obtained when the same samples were re-tested using fresh reagent and new calibration on (B)(6) 2022. There are no allegations of patient harm, changes in treatment, or delay in diagnosis in association with the observed result discordance.

Manufacturer narrative:
MDR 1219913-2022-00113 was submitted 2022-04-19. Additional information, 2022-05-25: siemens has concluded the investigation. A customer from outside the united states reported observation of depressed atellica im 1600 ca 19-9 results for three patients, which were discordant relative to repeat testing. The customer had observed precision issues with calibrators, quality controls, and patient samples when using atellica im ca 19-9 kit lot 502 on advia centaur xp instrument #irl40941331. Siemens service evaluated the instrument, replaced a check valve and the sample syringe, and checked probe alignment/positioning. Following the service, precision and quality control results were within specifications. The cause of the imprecision seen by the customer when using ca 19-9 kit lot 502 on advia centaur xp irl40941331 was due to an issue resolved with routine instrument troubleshooting. Based on the investigation, no product problem was identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.